Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 400-500mg/dl with abdominal pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was an alarm that would not clear with a new battery and it was noted that the pump had a battery compartment crack. The reporter stated that there are no other conditions or illnesses associated with the bg. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigators were unable to confirm complaint of inaccurate deliveries for the complaint date of (B)(4) 2015 due to overwritten data in pump and bb histories. Available tdd history adds up correctly to the basal segment programmed by the user. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.